Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. The wire had broken during surgery. When the veterinarian tightened the knots for vascular ligations the thread broke without exerting excessive tension, sometimes on the side of the small head sometimes on the side of the big head. In addition, the thread held in the pliers was crumbling. The surgery could be carried out using other threads from another reference without impact on the animal to date. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm how many procedures were affected by the reported issue (the wire broke during surgery). Vet use - 4 surgery impacted : 3 dog castrations and 1 female dog ovariectomy date: september, october and november 2023 when the veterinarian tightened the knots for vascular ligations the thread broke without exerting excessive tension, sometimes on the side of the small head sometimes on the side of the big head. In addition, the thread held in the pliers was crumbling. The surgeries could be carried out using other threads from another reference without impact on the animals to date. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.